Event description:
It was reported that, during a routine follow up evaluation, this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds. Impedance and sensing measurements were within range. The patient was noted to have an exit block. This rv lead was subsequently surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional information was later provided by the field representative. In relation to the observed exit block, no visual or radiological evidence of electrode damage or change was identified. The patient remained stable throughout the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.